Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. H6: component code - mechanical (g04) - femur. Visual examination of the provided pictures identified the explants covered in a foreign material with the stem still assembled to the tibial plate. As the device was not returned, no further evaluations could be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision surgical notes: diagnosis nickel allergy, loosening. Loose femoral prosthesis, tibial well fixed but removed with minimal bone loss. Radiographs were provided and reviewed by a health care professional and it was determined further review would not enhance the investigation. It was reported that the revision was due to a nickel allergy and femoral loosening, as the tibia and stem implants do not contain nickel and would not have contributed to the femoral loosening, no problem was found with both implants. A definitive root cause cannot be determined for the femoral loosening. For the femoral nickel allergy the root cause of the reported issue is attributed to patient condition. Complaint is confirmed with medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00598003701 - stemmed tibial component - 62992024. 00598801215 - stem extension - 63029774. 00595203010 - articular surface - 63119738. 00597206529 - poly patella - 63097334 . G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a left knee revision approximately 8 years and 9 months post implantation due to a possible nickel allergy and femoral loosening. During the procedure severe hemarthrosis was found and all products, except the patella, were revised with competitor products.